Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device ¿hasn¿t worked for years and the battery died.¿ it was noted that the patient was confused and kept changing their story. It was reviewed that if the patient was unable to connect to the implant with their programmer to visually confirm that the stimulation was off prior to an MRI, that they should follow up with their healthcare provider to have the device interrogated. There were no patient complications reported as a result of this event. (B)(6) 2020 (rep): no new information for the event description.